Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. Customer¿s blood glucose level was 508 mg/dl at the time of incident. Customer¿s other blood glucose level was 250 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin pen. Customer was not calling back to perform a high pressure test. Customer was not using auto mode. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.